Manufacturer narrative:
A1 - patient identifier: (B)(6). A2 - age at time of event: the patient was 60 years old at the time of study enrollment.

Event description:
S2366 eminent. It was reported that high graded in-stent restenosis occurred 1162 days post index procedure. On november 14, 2019, the patient was enrolled in the clinical study and the index procedure was performed on the same day. The target lesion was located in the right mid-to-distal superficial femoral artery (sfa) with 99% stenosis. The lesion was 100 mm long with a proximal reference vessel diameter of 5.5 mm, and distal reference vessel diameter of 5.5 mm. The lesion was classified as tasc ii b lesion. Target lesion was treated with pre-dilatation and placement of an eluvia EU, 6x120, 130 cm. Following post dilation, the residual stenosis was 10%. On (B)(6) 2019 the patient was discharged with antiplatelet medications. On (B)(6) 2022 the patient complained of high pain in the right leg, with some weakness. The duplex ultrasound examination performed on the same day revealed, 50-99% stenosis in the right leg. Based on the symptoms and diagnostic findings, the patient was diagnosed with high grade in-stent re-stenosis (99%) in the right sfa leg. Upon consultation, the patient was advised for interventional procedure to treat the event on a later date. On (B)(6) 2023 , 1162 days post index procedure, the patient presented to the hospital with complains of claudication on the right that limited everyday activity with a high level of psychological strain. The patient was hospitalized for further evaluation and treatment. Pre-interventional angiogram performed on the right revealed, strong perfused sfa without relevant stenoses up to the middle segment, then with multiple, severe in-stent stenoses. Popliteal artery in the p1 segment was also noted with segmental severe stenosis due to calcified plaques. P2/p3 segment with free perfusion and without relevant stenoses. The target lesion was 99% stenosed with a lesion length of 150 mm and reference vessel diameter of 6 mm. The lesion was treated by performing percutaneous transluminal angioplasty using a cutting balloon in the distal section of the sfa and a non-bsc drug coated balloon in the p1 segment of the right popliteal artery. However, there was still at least moderate residual stenosis due to recoil. Which was treated by implanting a non-bsc stent, followed by re-dilatation. Post procedure, no thrombus was seen, and residual stenosis was noted to be 20%. The final angiography showed a good outcome with a strong femoropopliteal outflow in the distal section and no signs of peripheral embolization or relevant residual stenoses. On the same day, physical examination performed revealed non-palpable peripheral pulses. On (B)(6) 2023 color duplex ultrasound showed no sign of complications at the puncture site or pseudoaneurysm. Also, no femoropopliteal residual stenosis was noted due to triphasic flow profile. The event was considered to be resolved and on the same day the patient was discharged with the advice to continue antiplatelet therapy with aspirin and clopidogrel was added. There were no further patient complications reported. It was further reported that on (B)(6) 2022 the patient presented to the protocol scheduled 36 month follow up with complaints of high pain in the right leg, with some weakness and discomfort and unable to walk 300 feet. On (B)(6) 2022 the event angiography analysis by core lab at right mid to distal sfa revealed inflow and outflow remains were not applicable, diffuse in-stent restenosis pattern with absence of thrombus and aneurysm.

Event description:
S2366 eminent. It was reported that high graded in-stent restenosis occurred 1162 days post index procedure. On (B)(6) 2019, the patient was enrolled in the clinical study and the index procedure was performed on the same day. The target lesion was located in the right mid-to-distal superficial femoral artery (sfa) with 99% stenosis. The lesion was 100 mm long with a proximal reference vessel diameter of 5.5 mm, and distal reference vessel diameter of 5.5 mm. The lesion was classified as tasc ii b lesion. Target lesion was treated with pre-dilatation and placement of an eluvia EU, 6x120, 130 cm. Following post dilation, the residual stenosis was 10%. On (B)(6) 2019, the patient was discharged with antiplatelet medications. On (B)(6) 2022, the patient complained of high pain in the right leg, with some weakness. The duplex ultrasound examination performed on the same day revealed, 50-99% stenosis in the right leg. Based on the symptoms and diagnostic findings, the patient was diagnosed with high grade in-stent re-stenosis (99%) in the right sfa leg. Upon consultation, the patient was advised for interventional procedure to treat the event on a later date. On (B)(6) 2023, 1162 days post index procedure, the patient presented to the hospital with complains of claudication on the right that limited everyday activity with a high level of psychological strain. The patient was hospitalized for further evaluation and treatment. Pre-interventional angiogram performed on the right revealed, strong perfused sfa without relevant stenoses up to the middle segment, then with multiple, severe in-stent stenoses. Popliteal artery in the p1 segment was also noted with segmental severe stenosis due to calcified plaques. P2/p3 segment with free perfusion and without relevant stenoses. The target lesion was 99% stenosed with a lesion length of 150 mm and reference vessel diameter of 6 mm. The lesion was treated by performing percutaneous transluminal angioplasty using a cutting balloon in the distal section of the sfa and a non-bsc drug coated balloon in the p1 segment of the right popliteal artery. However, there was still at least moderate residual stenosis due to recoil. Which was treated by implanting a non-bsc stent, followed by re-dilatation. Post procedure, no thrombus was seen, and residual stenosis was noted to be 20%. The final angiography showed a good outcome with a strong femoropopliteal outflow in the distal section and no signs of peripheral embolization or relevant residual stenoses. On the same day, physical examination performed revealed non-palpable peripheral pulses. On (B)(6) 2023, color duplex ultrasound showed no sign of complications at the puncture site or pseudoaneurysm. Also, no femoropopliteal residual stenosis was noted due to triphasic flow profile. The event was considered to be resolved and on the same day the patient was discharged with the advice to continue antiplatelet therapy with aspirin and clopidogrel was added. There were no further patient complications reported.

Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: the patient was 60 years old at the time of study enrollment.